Event description:
During an atrial fibrillation procedure, a cardiac tamponade occurred requiring intervention. In the middle of the procedure, application began at the base of the left atrial appendix and an intracardiac echo revealed a cardiac tamponade and the patient was transferred to the operating room to treat the tamponade and is currently in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.